Manufacturer narrative:
This device is currently still in service and not available for return.

Event description:
It was reported that two days status post subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the patient received inappropriate shocks due to oversensing of noise with decreased amplitudes. Imaging was performed which indicated that the electrode had migrated. Subsequently a revision procedure was performed to suture the tip of the electrode down to prevent any additional inappropriate shocks. No additional adverse events were reported.